Event description:
It was reported by the affiliate that when the devices, with reload cartridge, were used during a right hemicolectomy procedure, the patient needed to be re-operated on later that same afternoon due to staple line bleeding. The device was discarded. Only a reload cartridge was recovered for analysis. The devices were discarded.